Event description:
The user facility reported water was leaking from the system 1 processor during a processing cycle. An employee placed a trash can under the unit and a spill control agent on the floor when the leaking was noted. The employee put on a respirator and then canceled the processing cycle. The employee experienced nausea and vomiting; he went to the emergency room where he received prescription medication for the nausea/vomiting, tylenol, benadryl and oxygen. The user facility reported he returned to work the following day and has no sustaining injuries. The scope present in the canceled cycle was reprocessed in another device prior to use. No procedural delays or cancellations reported.

Manufacturer narrative:
A steris service technician inspected the processor and found a large amount of water under the tray in the drip pan. Upon further inspection of the tray, the technician identified a large crack and a missing rubber fluid port gasket. The gasket had been removed by an unknown party and placed on the shelf below the processor. The technician also noted the fluid port was unscrewed approximately 3/4". He replaced the tray with a known working tray, ran a processing cycle and found it completed successfully with no residual water in the drip pan; the unit was returned to service and no further issues have been reported. The event is attributed to user facility personnel inappropriately using a damaged and altered tray which resulted in use dilution leaking into the drip pan through the fluid port and crack. As use dilution leaked into the drip pan it became full causing leakage from the tray and onto nearby flooring. Steris reviewed with the user facility that trays are not to be altered or used when damaged.